Event description:
Caller reported a malfunction on the pump, identified by a malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and after the reset, the malfunction did not recur. Customer understood the instructions to call back if the malfunction code recurs and was advised they could continue to use the pump.